Manufacturer narrative:
(B)(4). The analysis found that one ple45a device was returned in good visual condition and with no cartridge loaded on the device. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic nephrectomy procedure, while firing across the hilum of the kidney, the device stapled, but did not cut. This occurred on the first firing with a blue cartridges. Another device was used to complete the procedure. There was no patient consequence.